Manufacturer narrative:
The UDI # is unknown as the part/lot number was not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a portico valve was implanted. On the same day, the patient presented with an ischemic stroke. On (B)(6) 2022, the patient suffered a hemorrhage and passed away.